Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a motor error alarm. The customer also reported that they were hospitalized and had tests done. The customer's blood glucose level was unknown. The customer performed a rewind and the device continuously alarmed no delivery. The customer performed the displacement test and it passed. The customer was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned.